Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer, previous investigations of our complaints, and our knowledge of the product. Results: visual inspection of the photographs could not identify the reported leakage on the complaint chamber. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. The user instructions that accompany the 900pt290e humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a 900pt290e humidification chamber was leaking water. It was also reported that the leak occurred at the connection between the chamber dome and base plate. There was no patient consequence.